Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the customer's blood glucose (bg) level was as high as 1000 mg/dl. A correction bolus via the pump and insulin injections were used to address the bg level. The customer was unable to changed out the pump supplies as the customer did not have any more supplies at the time. The customer was hospitalized for the high bg and diabetic ketoacidosis (dka). The customer was treated with insulin and potassium. The customer was discharged on (B)(6) 2017; however, as the high bg (209-398 mg/dl) and dka were not resolved, the customer had gone back to the hospital on 2 more occasions ((B)(6) 2017 (discharged same day) and (B)(6) 2017). The cause of the high bg and dka were not known. The customer also had low blood pressure. During each additional hospitalization, the customer was treated with insulin, potassium, salts and iron. When discharged on (B)(6) 2017, the high bg and dka were resolved. As the events had occurred in the past, tandem technical support was unable to troubleshoot.